Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
An ophthalmic surgeon reported that five days following an intraocular lens (iol) implant procedure, the patient had anterior chamber inflammation. The patient was given an antibiotic injection and the symptoms resolved. Additional information has been requested.